Event description:
A complaint was received from a customer who reported that the meter would not properly display the numbers. It was determined that there may be a problem with the display. A request was made to return the instrument for eval and in the meantime a replacement unit was provided.